Event description:
In 2001, dr received a device which was labeled with catalog number 354-2655 and lot number 229416 on the outer box. However, upon opening the box, he noticed that the inner packaging was labeled with catalog number 354-2660 and lot number 229634. The device inside the inner packaging matched this information. The device was implanted and the packaging was returned to mentor.